Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a fluid leak during their pd treatment. The patient contact reported that the leak occurred in fill 1 of 4 and there were no alarms prior to the leak. Technical support advised the patient contact to discontinue the use of the cycler and follow up with the patient's peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient¿s pdrn stated that the leak was not related to a malfunction. The pdrn stated that the patient¿s wife reported that the patient line connection to the extension line came loose because it was not securely tightened. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (1.0 gram, intraperitoneal, one day) and gentamicin (40 mg, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Additional follow up with the patient revealed that there must have been some miscommunication with technical support because there was nothing wrong with the cycler during this reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. It is unknown if the cassette used is available to be returned for physical evaluation. The old cycler was scheduled to be returned to the manufacturer for physical evaluation.